Event description:
Patient reported receiving an 07 (system alarm). Patient indicated that after she cleared the error, she received two elevated blood glucose readings.patient indicated that the device was"under-dosing."patient indicated that she replaced her infusions and cartridge and the elevated blood glucose readings recurred.patient indicated that she switched to backup device and her blood glucose levels returned to normal.